Event description:
I am a home dialysis patient and was suffering debilitating side effects as a result of and during treatments. Allergic dermatitis, skin infection, extreme nausea, weight loss, metallic taste, unregulated body temperature, and more. Despite repeated requests for help, my cries to medical staff were ignored. After losing 100 pounds and literally wasting away, I decided to test the product myself, suspecting an allergy and/or adverse effect of some sort. I had eliminated all other known possible causes. Was using the nxstage system one home dialysis machine. Nxstage provided the dialysis solution in a concentrate or in pre-mixed hanging bags. One sample of each was tested. Due to test results, now switching to b-braun (fresenius) dialysis machine due to this issue. Frequency: 4x per week. Route: dialysis. Event abated after use stopped or dose reduced: yes. Event reappeared after reintroduction: yes.